Event description:
Per information provided: (B)(6) 2016 - patient was diagnosed with right inguinal hernia thereby underwent open repair with the implant of perfix plug (device #1). Per op notes, ¿a perfix plug (device #1) was placed into the inguinal hernia defect and was secured with prolene sutures." (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #2). Per op notes, ¿there was a direct inguinal hernia noted and was reduced. A perfix plug (device #2) was placed into the hernia defect and a patch was also placed over the plug using prolene sutures.¿ (note: a perfix plug (device #1) was not seen during this procedure). (B)(6) 2017 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the implant of perfix plug (device #3). Per op notes, ¿a small perfix plug (device #3) was placed overlying the inguinal canal using prolene suture & a patch was placed over the plug.¿ (note: a perfix plug (device #2) was not seen during this procedure). (B)(6) 2018 - patient was diagnosed with recurrent left inguinal hernia thereby underwent open repair with the removal of mesh (device #2 & #3). Per op notes, ¿there were two pieces of mesh (device #2 & #3) lying in the subcutaneous tissue superficial to the external oblique fascia. Both pieces were discarded. A synthetic mesh was placed.¿ (B)(6) 2020 - patient was diagnosed with recurrent right inguinal hernia thereby underwent open repair with the removal of mesh (device #1). Per op notes, ¿the mesh (device #1) had come loose through which the cord exited was enlarged and allowed for the recurrent indirect hernia. The prior mesh (device #1) was removed. A synthetic mesh was placed.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This emdr represents the bard/davol perfix plug (device #1). An additional supplemental emdr was submitted to represent the bard/davol perfix plug (device #2 and device #3). Note, the manufacturing date (15-nov-2015) is considered to be a best estimate. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.